Event description:
Information received by medtronic indicated that the insulin pump gave random no delivery alarms, battery last less than seven days, also rejected new batteries, insulin pump rewind and prime time had also slowed down. Insulin pump back light got diminished. Insulin pump had lost settings. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the device or not. The product will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. Unit passed the rewind test, prime/seating test, basic occlusion test, force sensor test, active current measurement, sleep current measurement, and self test. Adjusted brightness setting from level 1 to level 5 and no anomalies noted during testing. Unable to lock p-cap into place due to detached retainer. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcb 1 and force sensor. No no delivery alarms were found on or near event date in history files. No power alarms or alerts noted on or near event date. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, faded serial label, detached retainer, missing o-ring (reservoir tube). No unexpected insulin flow blocked alarms noted during testing. No delivery alarm during unknown timing is not confirmed. Failed battery test is not confirmed. Charge/battery lasts less than expected is not confirmed. Rewind anomaly is not confirmed. Back light anomaly is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.